Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead pacing impedance and capture threshold spiked. High rv threshold was also noted. The lead remains in use. No patient complications have been reported as a result of this event.